Event description:
The disposable raptor grasping device is intended to be used to grasp tissue and/or retrieve foreign bodies, excised tissue and stents during endoscopic procedures. United states endoscopy received a complaint from a distributor indicating that the jaws of the raptor device may have become loose and fallen off. Based on the limited info available, it is unk whether the device malfunction occurred during a procedure. There was no reported harm or injury to a pt or user.

Manufacturer narrative:
The device involved was not returned for investigation, therefore the reported complaint or cause could not be determined. The customer did return their remaining inventory of devices to the distributor. The company inspected the returned devices and found all to be within specification and functioning properly. Review of the lot history records reveals no problems in the manufacturing of the returned units or the device involved. Attempts have been made to gather further details regarding the incident but the company has not received any additional info at this time. There was no reported harm to any pt or user.